Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to a leak in the ballon. Upon explant it was noted that a pin hole was observed in the balloon. The device was removed and replaced. No further patient complications were reported.